Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on. The crew used another autopulse platform to continue the resuscitation. No patient consequence was reported.